Event description:
It was observed during central processing that the prograsp forceps instrument had a problem. No further information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found tube damage not reported by site. Distal end of main tube has various scratch marks with light material removal. The scratches are .065 - .090 in length and not aligned with the tube axis. The evidence is not conclusive, but damage may have been caused by mishandling/misuse. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The cleaning and sterilization user manual specifically states: o when scrubbing the tip of cautery instruments, take care not to damage the insulation.